Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed through visual inspection that the device had a bent tip. It is possible that bending forces caused the reported event. The device was repaired and put back into stryker stock.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the nasal pointer was bent at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the tip of the nasal pointer was bent at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.